Manufacturer narrative:
The set was an unknown prismaflex set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 100 hours of treatment with a prismaflex set, a one way valve was observed to be cracked on the syringe line and was leaking. There was no patient injury or medical intervention associated with this event. There was no patient injury or medical intervention associated with this event. No additional information is available.